Event description:
A report was received from a maude event summary, (B)(4), that a hemodialysis dialyzer leaked during treatment. The original complainant indicated there was no harm to the pt and no other info has been provided. There is no sample available for eval.

Manufacturer narrative:
Multiple attempts have been made to obtain more info about this event. No add¿l info has been gathered as of the writing of this report. If add¿l info becomes available to fresenius medical care (B)(4), a follow up report will be submitted.